Event description:
On (B)(6), 2010 customer reports disparate results generated from aia 2000 instrument (installed (B)(4) 2009) these were rejected by customer. The poor reproducibility was found to be due to a software bug, only (B)(4) sites in the us have this instrument and software bug. The software bug affected the automated sample dilution function and was corrected with version 1.42b. The reporting lab (B)(6) have had the defective software version replaced on (B)(6) 2010.

Manufacturer narrative:
(B)(4) other customers have software v.1.4 and are not reporting results. The software at these sites will be upgraded on or before (B)(6) 2010. (B)(6). Aia 2000 serial number: (B)(4). (B)(6). Aia 2000 serial number: (B)(4).